Event description:
It was reported that a spectrum pump alarmed for system error 322 while infusing total parenteral nutrition (tpn) to a pt in the neonatal intensive care unit (nicu). The pump was swapped out for a new one, without any adverse effects to the pt. There was no change in the pt's medical condition, or injury as a result of this event.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the instigation is completed, a supplemental report will be submitted.